Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon of the silicone catheters deflates. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A device history report (DHR) was reviewed and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specifications. Visual examination on the catheters did not show any obvious defect, material degradation or damage. All catheters components appeared to be intact and in good condition. Inflation of the balloons with loml of air via a luer tip syringe was successful and easy without any resistance. The balloons were inflated to its required size and shape. No leakage was observed on the returned samples. The samples were then deflated normally and successfully. Attempts to re-inflate and deflate the balloons resulted in the same observation. The balloons were then re-inflated with loml of air and left on the work bench for a period of 15 minutes. No sign of reduction in balloons size was observed indicated that no leakage was detected in the inflation lumen system. Attempt to inflate the balloons with loml colored water was easy and successful. There were no irregularities or weak spot on the balloon walls. There is no sign of other remarks: leakage observed. No droplet of water seeping out from any part of the balloon sleeve area. Deflation of the balloon was easy and normal. Based on the investigation, the balloons were capable to withstand the inflated capacity of 10ml. There were no abnormalities observed whereby the samples were able to function as per intended. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: the balloon of the silicone catheters deflates. The patient's condition was reported as unknown.